Event description:
It was reported that a revision surgery was performed on (B)(6) 2020 due to fracture and loosening of the stem. A competitors device was used as replacement. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, a revision surgery using a competitor device was performed approximately 14 years post implantation "due to fracture and loosening of the stem". It was communicated that the requested medical documentation/information will not be provided for inclusion in a medical investigation. Based on the limited information provided, the root cause of the reported fracture could not be concluded. The patient impact beyond the reported events and the subsequent revision could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.